Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that handle broke apart for reverse shoulder set.

Manufacturer narrative:
An event regarding a disassembled ratchet handle was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirms the event. The device was returned disassembled. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: this event was confirmed to be within the scope of a manufacturing non-conformance.

Event description:
It was reported that handle broke apart for reverse shoulder set.